Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B65468-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included edema, pelvic pain female, paratubal cyst and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (diagnostic laparoscopy, lysis of adhesions bilateral salpingectomy, left oophorectomy, removal coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. The reporter commented: left ¿ 6 coils, right ¿ 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is inv).¿ based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B65468-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included edema, pelvic pain female, paratubal cyst and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (diagnostic laparoscopy, lysis of adhesions bilateral salpingectomy, left oophorectomy, removal coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. The reporter commented: left ¿ 6 coils, right ¿ 3 coils the lot number reported (b65468) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-nov-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B65468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included edema, pelvic pain female, paratubal cyst and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (diagnostic laparoscopy, lysis of adhesions bilateral salpingectomy, left oophorectomy, removal coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. The reporter commented: left ¿ 6 coils, right ¿ 3 coils. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.